Event description:
It was reported that the health care professional (hcp) reached out to technical services (ts) to review the stored electrocardiogram of the patient with this implantable cardioverter-defibrillator (ICD). Upon review, the patient's self-conducted ventricular rhythm fell into the ventricular fibrillation zone. During the episode, there were under-sensed beats observed due to the morphology of the patient's vf, which led to the device delivering delayed therapy. Which resulted that the patient's experienced passing out. The ICD did successfully convert the vf with a therapy shock. Technical services (ts) discussed possible programming modifications. Subsequently, the sensitivity programming was adjusted. Currently, this ICD remains in service and no adverse patient effects were reported.